Event description:
It was reported that the balance middleweight (bmw) universal ii guide wire was being used for radial access. The guide wire became stuck in the middle of the arm during the access attempt. Force was used during the attempt to advance which resulted in the bmw universal guide wire fracturing; however, it is reported that none of the guide wire remained in the patient. There was no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4) - excessive force. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.